Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A medtronic representative reported that, while in a cranial resection, the screen displayed "localizer not connected" for a brief period of time. Connection was restored and the surgery continued without delay. No additional information was provided. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.